Manufacturer narrative:
(B)(4). The investigation was completed on 09/05/2014. Return and retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.28 on a 53 year old male patient. There was no additional patient information available at the time of this report.date time method result sample(B)(6) 2014 06:43 I-stat 0.28 a(B)(6) 2014 07:03 I-stat 0.00 a (repeat)(B)(6) 2014 08:00 I-stat 0.00 c(B)(6) 2014 unk I-stat 0.00 c (repeat)(B)(6) 2014 06:35 lab cpk:147 b (cpk 49-397)there were no injuries reported with this event.

Manufacturer narrative:
(B)(4).